Manufacturer narrative:
Additional information was received noting the following: hemolysis resolved after the pump was repositioned; the hematoma resolved with applied pressure; and the biomaterial on the pump did not resolve, as the device was explanted and returned. The patient remained anticoagulated for the duration of the pump implantation. The device was received, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Updated clinical narrative: on (B)(6) 2025, an 84-year-old male patient with a past medical history of hypertension and prostate cancer experienced a witnessed cardiac arrest with immediate bystander cardiopulmonary resuscitation. Upon arrival of emergency medical services, the patient was found to be in ventricular fibrillation and received two defibrillation shocks at the residence. The patient experienced three additional cardiac arrests during transport to the hospital. The patient underwent high-risk percutaneous coronary intervention with an impella device in place. While in the intensive care unit, a hematoma developed at the impella insertion site following an episode of hypertension. The hematoma resolved with application of femstop compression and treatment of elevated blood pressure. For the hematoma, pressure was held also with resolution. The hematoma resolved completely. According to documentation, there was concern for hemolysis. The patient was noted to be anemic with a decrease in hemoglobin levels and had minimal measurable urine output at that time. For hemolysis, the pump was repositioned with resolution of hemolysis. The patient was noted to have acute kidney injury with increasing creatinine levels. On (B)(6) 2025, due to the poor prognosis, care was withdrawn and the patient expired. During impella device removal, biomaterial was noted on the pigtail catheter. The patient was anticoagulated for the duration of pump implantation. Death was conservatively coded to the impella cp while most likely to be caused by the underlying disease.

Manufacturer narrative:
B5 clinical narrative updated. H6. Type of reportable event was updated from death to serious injury. H6. Health effect - clinical code, health effect - impact code, and medical device problem code were updated. Section d brand name corrected.

Manufacturer narrative:
This report is being submitted to correct h1 captured under follow-up report 02. Upon further review, the report type selected in that submission was determined to be incorrect and the report has been updated accordingly to accurately reflect the appropriate reportable event category. Additionally, the following sections have been updated: d4 serial and UDI numbers updated.

Event description:
The complainant reported that on (B)(6) 2025, an 84-year-old male patient with a past medical history of hypertension and prostate cancer experienced a witnessed cardiac arrest with immediate bystander cardiopulmonary resuscitation. Upon arrival of emergency medical services, the patient was found to be in ventricular fibrillation and received two defibrillation shocks at the residence. The patient experienced three additional cardiac arrests during transport to the hospital. The patient underwent high-risk percutaneous coronary intervention with an impella device in place. While in the intensive care unit, a hematoma developed at the impella insertion site following an episode of hypertension. The hematoma resolved with application of femstop compression and treatment of elevated blood pressure. According to documentation, there was concern for hemolysis. The patient was noted to be anemic with a decrease in hemoglobin levels and had minimal measurable urine output at that time. The hematoma resolved completely. The patient was noted to have acute kidney injury with increasing creatinine levels. On (B)(6) 2025, due to the poor prognosis, care was withdrawn and the patient expired. During impella device removal, biomaterial was noted on the pigtail catheter. Death was conservatively coded to the impella cp while most likely to be caused by the underlying disease and unrelated to impella as the impella devices functioned as expected in this critically ill patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.